Event description:
It was reported through the patient outcome that the patient passed away due to failure to thrive. The outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. An attempt was made to obtain additional information from the customer regarding the event; however, it was noted that no additional information will be provided. The heartmate 3 lvas instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.